Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted in the jejunum during a cyst drainage procedure performed on (B)(6) 2022. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the axios stent first flange was deployed; however, the step 3 and 4 was unable to be performed; the axios stent second flange was unable to be deployed. The axios stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the hot axios stent was to be implanted in the jejunum. Per the instructions for use (IFU), "the hot axios stent and electrocautery enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The stent is not to be implanted in the jejunum.

Manufacturer narrative:
(B)(4).